Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's previous implantable neurostimulator (ins) flipped in the pocket. No symptoms were reported.